Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye and magnification noted surface marks on the patient line next to the patient connector on the sample. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue of damaged was verified. The cause of the condition was determined to be manufacturing related; the surface marks are caused by the coiling head transfer gripper during the automated assembly system. The surface marks do not affect the functionality of the units and is part of the assembly process. Therefore, the sample was determined to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette in open pouch was damaged, further described as had slits in the tubing where the tubes join together. This was found during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.